Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter (B)(4). The result at 7:48 am was 4.6 inr. The customer did not believe this result. The result at 7:51 am was 3.4 inr. The result at 7:54 am was 3.6 inr. There was no allegation of an adverse event. The customer used the same finger for the first a third testing. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no change in diet, no additional illnesses, and no bleeding or bruising. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 207426-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from (B)(6) donors and internal reference meters were used. Donor inr: 2.9 inr & 2.8 inr. Donor hct: 38% & 45%. Testing results: donor #1: masterlot / customer meter & masterlot, 2.9 inr/ 2.9 inr; donor #2: masterlot / customer meter & masterlot, 2.8 inr/ 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.